Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead exhibited intermittent capture and lead noise was observed. The rv lead was capped and replaced on (B)(6) 2022. The patient was reported to be recovering from the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
New information received notes that the patient has recovered from surgery and was doing well.